Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that this reset is a built-in safety feature and was successfully educated on how to resume use by restarting cgm sessions and reloading the cartridge. The customer understood the instructions and successfully resumed insulin delivery.